Event description:
It was reported that the rigid video laparoscope had a poor image quality (pink image with green horizontal lines). There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple image and charged coupled device was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the image was purple and had green horizontal lines. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.